Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the rubber cover was missing from the pump¿s keypad. The up, down, and ok buttons were intermittently unresponsive. Contamination was found on all of the button contacts. The display screen was found to be dim and discolored. The battery compartment was cracked from the top to the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the keypad was under responsive with contamination on the button contacts, the display screen was dim and discolored, and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2015.